Event description:
Patient was riding a stationary bike when a screw bolt broke causing pt to fall off chair. This resulted in requiring patient to undergo extended physical therapy. Dates of use: 2002 - 2007. Diagnosis or reason for use: right knee and arthroplasty.